Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/compromised force sensor system alarm test due to faulty force sensor resistor (gold). There was no compromised force sensor system alarm during testing. The pump had scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was unknown at the time of incident. The customer stated that the pump kept asking them to rewind/prime. The customer stated that insulin squirted out during the manual prime process and they were unable to exit the "preparing to prime" loop. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.